Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2019 it was noted that the filter was tilted. It was noted that perforation had also occurred. No other patient complications were reported.